Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received indicating the iol was cracked.

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, the lens was noted to be scratched after it was injected into the patient's eye. The iol was removed and replaced during the initial procedure. The physician reported the lens felt more resistance as they thread the handpiece versus what they used to feel. It was reported the injectors, cartridges and loading forceps have recently been replaced. The technicians also have been loading iol's for 10-20 years.